Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug eluting stent implanted. The following day the p atient suffered a myocardial infarction (mi). The investigator did not indicate whether the reported event was related to the study device.

Event description:
During index procedure the endeavor sprint drug eluting stent was implanted in the cx. The investigator assessed that the previously reported mi event one day post index procedure was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation resutls: inherent risk of procedure (myocardial infarction ).